Event description:
It was reported that the patient had multiple inappropriate shocks. The doctor elected to explant the pulse generator and abandon the electrode. A transvenous system was successfully implanted. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.